Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device continued to activate during the procedure. "The vasoview began smoking profusely from the thermostatic tip. Upon seeing the smoke, the first assistant performing the endoscopic vein harvest withdrew the vasoview from the pt's leg. The tip was still smoking after the withdrawal. The device was immediately removed from the sterile field." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. The event date was reported on the user facility report received on 19-may-2011, (B)(4).

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were somewhat burnt, the heater had lifted up somewhat in the center, and the silicone on the hot jaw was cracking somewhat. There was some evidence of blood. Resistance measurements were found to be out of spec. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "device remains activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).